Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 72" message and then shut down. The device was powered back on and displayed "defib disabled" and "pacer disabled" messages and then would no longer power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty diode on the hv module.